Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) rep received the alleged faulty main pcba (printed circuit board assembly) from rga: (B)(4). The fa rep visually inspected part and installed in known good unit. The events log recorded multiple xdcr faults (transducer fault). All transducer tests passed. All transducer calibrations were successful, however the circuit press calibration shows a slightly significant difference in the previous a/d (analog/digital) count that would suggest that the transducer has slipped. The fa rep powered unit on ventilation mode, no errors occurred. The fa rep replaced turbine interface pcba with the received interface pcba, unit came up vent inop (inoperable), with motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), and high rate. The fa rep replaced the interface pcba again with known good pcba. After cooling down the transducers with anti-static freezer spray, the circuit pressure transducer failed with a/d: (B)(4). The fa rep noted the reported issue was duplicated. The root-cause of the xdcr faults are due to the circuit pressure transducer. Transducer faults for p/n: (B)(4) are known issues that have been address internally within carefusion. The low ve, low pip, and high rate, were due to corruption of the turbine interface pcba. Turbine interface pcba corruption is a known issue and has been addressed internally within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). An rga (return good authorization) has been issued for the alleged faulty component. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported xdcr (transducer) fault, low ve (minute ventilation), low pip (peak inspiratory pressure), high rate alarms while using the vela ventilator. The customer reported the issue occurred immediately when the suspect device was powered on. The customer reported calibrating the suspect device, but issue was not resolved. The customer reported no patient involvement associated with this event.